Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a controller fault alarm with alarm code alarm_uic_run_time_failure and error code sys_uic_aps_fail on the reported event date. Controller faults of type aps_fail are suspected to be related to a leaky diode on the aps circuit. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a leaky diode on the automatic power switch of the controller, which likely contributed to the event. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by medical personnel that a patient was admitted to the hospital for a fall and experienced a controller with controller fault alarm. The controller was exchanged with no reported consequences or impact to the patient.